Event description:
On 02/01/1999, the MFR rec'd medwatch report that states the following: unable to access the device. Presented to angio for retrieval and replacement. The device was removed from the chest and on inspection demonstrated that the catheter had fractured approximately 2cm from the junction of the device. The report also states that there was no adverse outcome as a result of this event. No further details were provided.